Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, crease fold and white particle in the fill channel. Leak test was performed and found opening on anterior . A microscopic analysis was performed which identify opening striated on anterior and broken striated in the plug strap . The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated edge opening on radius side assessed as surgical damage. A broken striated in the plug strap side assessed as surgical damage.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.